Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: the complaint is confirmed based on the surgical operative notes stating, voluminous liquefied hematoma was expressed, with no signs of infection. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer 7 130mm tm stem. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06619.

Event description:
It was reported that the patient underwent right shoulder arthroplasty revision for dislocation, and subsequently underwent an irrigation and debridement procedure within a week post-implantation due to a liquefied hematoma with drainage. No additional information is available.